Event description:
As reported, approximately 10 days post right hip revision surgery, the patient presented to the emergency department with right hip pain. The patient was sitting at their table when they moved their leg and felt a "pop" followed by right hip pain. They deny any other injuries. No complaints at this time and no paresthesias. Wiggles digits. The patient's hip was easily reduced and the patient was placed in a knee immobilizer. Closed reduction for dislocation. No fracture noted on x-rays. Circulation, motor and sensory intact. Alignment improved, recovered from sedation. Patient tolerated well, no complications.